Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a female patient underwent an ablation procedure for paroxysmal atrial fibrillation with a thermocool smarttouch bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. After ablating in the right atrium without consequence, the catheter entered the left atrium via a patent foramen ovale (pfo). During mapping of the left atrial roof, the carto 3 operator observed that the catheter appeared outside of the mapping shell and notified the physician. Subsequently, the patient became hypotensive. Remainder of procedure was aborted. Pericardiocentesis yielded an unknown amount of fluid. No further intervention was planned. Patient reported to be in stable condition at the time this complaint was reported. There is no information regarding hospitalization. Patient fully recovered with no residual effects. Factors that may have contributed to the adverse event include the patient's pfo. Physician did not provide causality opinion but it was noted that he did not attribute the adverse event to biosense webster products. Transseptal puncture was performed with a baylis medical needle (via pfo). Sheath used was baylis medical. Generator settings and ablation times were not reported as there had been no ablation in the left atrium where the mechanical perforation occurred. The power was not titrated during ablation. Irrigated catheter flow was set at 2ml/min. No error messages were observed on biosense webster equipment during the procedure. The patient did received anticoagulation during the procedure which was maintained at an unknown value.